Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest discomfort. Undersensing was observed on the right atrial (ra) lead. The lead was subsequently repositioned and remains in use. No further patient complications have been reported as a result of this event.